Event description:
Caller reported malfunction with the pump indicated by a fault code. There was no adverse impact to the customer¿s blood glucose level. The pump was dropped prior to the malfunction. Technical support assisted with resetting the pump, and no further issues were noted after the reset. Customer was advised to continue using the pump but to call back if any malfunction recurs.